Event description:
It was reported that the 9600+ system will not boot up. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed, when additional details become available.